Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate 3 patient had discoloration of their system controller (B)(6) screen. The patient contacted the ventricular assist device (vad) team with complaints of the system controller screen turning green. The green light on the system controller remained on and functioned within expected parameters. The system checks passed, the driveline was connected, and there was a stable power source with no issues such as low battery or disconnection. No alarms were seen on vad interrogation and no alarms at home per patient. The left ventricular assist device (lvad) system controller exchange was done out of precaution due to concern for potential system controller malfunction. Log files were sent for review. The log files captured no unusual events. Based on the log file, the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.